Event description:
It was reported that approximately nine months post-implantation, the patient underwent a right hip revision due to the cup position being retroverted. The patient experienced pain and instability. Pain, antalgic gain, forced external rotation in flexion, difficulty doing straight leg raise, impingement, and ho were all observed during planning for the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 300049080 lot# 3064025 ms-30, stem. Cat# 0100358010 lot# 65015320 ms-30, distal centralizer. Cat# 802203602 lot# 2995138 femoral head 12/14. Cat# 00801102016 lot# 64264382 allen medullary cement plug. Cat# 00885101336 lot# 65015320 36mm i.d. Size ll neutral liner. Cat# 00625006535 lot# j6915988 bone screw self-tapping. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.